Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the down and up keys are intermittently responsive to user input. The keypad was intact and when removing the keypad cover contamination was found under the contrast, up and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive keys and contamination under key contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.